Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that a bd pn¿ 32x4 france 5b 100bx was unable to deliver insulin. The following was reported, "a patient faced issues to inject insulin. He couldn't load the full dose and had to change the needle to complete the injection. Product used: bd ultra fine 4 mm (acl 2110431,lot 8255617)."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd pn¿ 32x4 (B)(4) 5b 100bx was unable to deliver insulin. The following was reported, "a patient faced issues to inject insulin. He couldn't load the full dose and had to change the needle to complete the injection. Product used: bd ultra fine 4 mm (acl 2110431,lot 8255617)."